Manufacturer narrative:
Act button did not respond due to flattened button dome switch. Unable to perform a21 error test and verify empty reservoir alarm anomaly due to no button response. No beep anomaly during testing noted. The insulin pump was received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube, missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had unexpected restart alarm and keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.